Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The product involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Photographic images have been received but investigation has not been completed as of the date of this report. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon observed a broken plastic material from the disposable 12 mm & stapler cannula seal accessory inside the patient's abdomen. The fragment was removed through an assist port during the same procedure and no additional surgical intervention was required. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon observed a broken plastic material inside the patient's abdomen. The fragment was removed through an assisted port during the same procedure. The customer identified that the piece had fallen off the disposable 12 mm & stapler cannula seal accessory during use. The cannula seal was discarded. A backup cannula seal port of the same kind was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the accessory was not inspected prior to use. The single piece of rubber fragment was retrieved and was confirmed by visually matching the fragment to the cannula. No additional procedures were required and no post-operative tests were performed. No patient injury was reported and the patient has not returned to the hospital due to any post-surgical complication. Photographic images are available for review.